Manufacturer narrative:
On 05sep2025, an evaluation was completed as the suspect lenses were returned for evaluation for lot number b014xgm. One contact lens case was received which contained 2 lenses. A magnified visual inspection revealed lens # 1 and lens # 2 were misshaped. This report is for the pt¿s left eye (os) event. A separate report will be submitted for the pt¿s right eye (od) event. No further investigation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.

Event description:
On (B)(6) 2025, an eye care provider (ecp) in china reported a patient (pt) experienced eye redness (affected eye(s) not provided) on the second day after the pt used acuvue® vita¿ brand contact lenses (cls). The event date is reported as (B)(6) 2025. The ecp reported that the ¿eye issue resolve upon removal of cl.¿ the ecp requested the pt be contacted for additional information. On (B)(6) 2025, the pt¿s friend called to provide additional information. The pt reported that both the right eye (od) and the left eye (os) were affected. The pt experienced dry eye and redness while wearing the suspect cls. The pt is reported to be a first- time user and did seek medical attention. The friend advised that the medical report and treatment will be provided by email. On (B)(6) 2025, an email was received with the pt¿s medical report with a picture of the pt¿s eyes. ¿pt did mention, eye condition getting better¿ on (B)(6) 2025, translation of the medical documents received. Medical report: (B)(6) 2025 with (B)(6) hospital. Diagnosis: conjunctivitis, bacterial conjunctivitis. Prescription: levofloxacin eye drops 0.488%,1 drop three times daily (tid) and levofloxacin hydrochloride eye gel 5g tid. A photo was provided with the pt¿s messaging with the ecp. The pt ¿found symptom after remove cl. The doctor said it was inflamed and asked me to flush with normal saline, then use 3 kinds of drugs. Redness, dry itchy. I can't go to the hospital, so I connected internet hospital and bought drugs online. My eyes are still redness but are not as red as last night. Not apparent from photo.¿ a receipt for sodium hyaluronate eye drops 0.1%, 1 drop tid was also included. ¿this event was determined to be serious adverse event on (B)(6) 2025 when additional medical information was received indicating the pt was diagnosed with bacterial conjunctivitis. No additional information has been received. This report is for the pt's os event. A separate report will be submitted for the pt's od event. The suspect os cl was requested for return for evaluation but has not yet been received. A comprehensive review of the manufacturing records for this lot was conducted for lot number b014xgm, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. If any further relevant information is received, a supplemental report will be filed, as appropriate.